Event description:
Type of procedure: liver resection. When using the endo gia stapler 12mm egiaustnd and load, the load would not open off the liver vein. It was clamped on. They tried to open the stapler to open the load; however, load would not open. They got a new handle to try to put on the load, however, the load still stuck on the vein. They had to clamp vein and cut load off vein. There was unanticipated tissue loss on the hepatic vein as the stapler had to be cut out. The surgical time was delayed by more than 30 minutes; however the extended surgical time did not affect the patient. The incision was not extended by more than one inch and there was no unanticipated blood loss of 500cc or more. No reinforcement material was used.

Manufacturer narrative:
(B)(4).